Event description:
It was reported that the ilet user connected a new dexcom g7 showed no readings and instead displayed "high" indicating that blood glucose was over 400 mg/dl. It was discovered that this occurred after the user ate candy without announcing. The user received education to allow 1¿2 hours for glucose to decrease. Symptoms included hyperglycemia. Outcomes included no hospitalization and management at home with education and observation. Investigation included troubleshooting and user education regarding sensor behavior and postprandial hyperglycemia. Investigation of this case revealed that the device was reading glucose values and that the hyperglycemia was attributed to recent carbohydrate intake, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors associated with recent food intake leading to transient hyperglycemia.